Event description:
It was noted by (B)(6) a healthcare representative for the hospital, that during the positioning of the 5891 table base, one of the casters had "come off" while they had a pt on the table. Additionally, on (B)(4) 2013 another healthcare representative, (B)(4) confirmed the incident of a caster falling from the head end and on the right side of the table. The healthcare workers placed a basin under the missing caster area to stabilize the table and transferred the pt to another table. The table in question was removed from the surgical area and no pt or operating room staff member was injured because of the failure. Additionally the caster in question was previously replaced and was not due to failure but during a preventative maintenance on (B)(4) 2013. It was also noted that the table was last evaluated on july 2012.

Manufacturer narrative:
Evaluated current production, we also worked with the caster supplier (B)(4) to determine if there were any changes to production and/or if there was a manufacturing error. The supplier evaluated their production, tested production and could not replicate the error. We have determined this as an unusual event and have repaired the customer's table. To date there has been no further recorded events.